Event description:
Caller's family member had a high blood glucose reading of 314 and 302, but felt low and was non-respondent. Emergency glucose kit was used. A control solution test was not performed. Testing was on fingertips.